Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Event description:
A customer reported that the freestyle libre sensor detached prematurely on the second day of wear and was unable to obtain scan readings. The customer experienced hyperglycemia and required treatment with unspecified "fluid medicine" and saline by a healthcare provider. There was no report of death or permanent injury associated with this event.